Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Results: (operational problem): visual inspection of the returned product found one lens haptic torn. There was evidence of reddish residue on the lens surface. Conclusions: (unable to confirm complaint): based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer returned a torn aa4203tl toric silicone single piece lens, 21.0 se/2.0 diopter, to the manufacturer. The reporter indicated the lens was not implanted. No more information was provided.